Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient's stimulation was auto-reducing. A lead diagnosis was performed and revealed high impedances across the l1 drg lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the drg system was explanted to address the issue.